Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. A review of the device history log found no evidence of infusions having been programmed into the device. The reported symptom could not be confirmed. The device was within specification in relation to the reported symptom. Baxter contacted the facility to ensure the correct device was returned for evaluation and repair. The facility was confident baxter had received the device involved in the reported symptom. Baxter concluded through a device history log device that baxter did not received the device involved in the reported event.

Event description:
It was reported that a pump under infused leucovorin to a pt in the hematology / oncology care area. It was reported the programmed infusion parameters were 123.163 ml in two hours. The customer had stated that only 2.4 ml of leucovorin were infused over a two hour period. It was also reported that there was no pt injury.